Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure for bile drainage in the bile duct, performed on (B)(6) 2022. During the procedure, when the physician attempted to deploy the stent, it was noticed that the guide catheter broke. The broken piece of guide catheter was removed by a pair of forceps and another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4).

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) 00affiliated to the medical school of shanghai jiaotong university. Block h6: medical device problem code a0401 captures the reportable event of guide catheter break. Impact code f23 captures the reportable event of unexpected medical intervention. Block h10: the returned flexima biliary stent was analyzed, and a visual evaluation noted that the stent was returned deployed. The device was inspected carefully and found no issues. The stent, suture thread and the suture hole were returned in good conditions. The guide catheter was returned attached to the push catheter and did not present any issues. The guide catheter was not broken. The functional test cannot be performed due to the device was returned actioned. No problem with the device were noted. The reported event was not confirmed. According to the analysis, since the device exceeded the period of time/date recommended by the manufacturer for storing the device without a degradation in quality, shelf life/expiration day exceeded is selected as the conclusion code of the reported problem. After analysis of the device returned it was determined that the device was returned in good conditions. The guide catheter was returned attached to the push catheter in good conditions, and the guide catheter did not break. The functional test cannot be performed due the device was returned actioned, the unit returned did not show evidence of either the alleged issue or any defect that could have contributed to the event reported. Therefore, no problem detected is selected as the most probable root cause for the complaint. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure for bile drainage in the bile duct, performed on (B)(6) 2022. During the procedure, when the physician attempted to deploy the stent, it was noticed that the guide catheter broke. The broken piece of guide catheter was removed by a pair of forceps and another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.